Event description:
During a pump refill by a (B)(6), the pocket was filled instead of the reservoir as the pt's pump was loose in the pocket. Within minutes of the refill, the pt reported being dizzy; the pt also experienced nausea. The healthcare professional (hcp) re-accessed the reservoir and was able to aspirate only 5 of the 20 ml instilled. The hcp called 911; the pt was taken to the ER; was treated for an overdose; and was monitored. The pump was turned off by the hcp at the hospital; no add'l tests/troubleshooting were done on the pump. When released, the pt had the pump refilled correctly and was placed back at the same rate. The pt recovered from the incident and had been back to the physician since and was doing well. The device system was used to deliver bupivacaine 5 mg/ml, dilaudid 20 mg/ml, and baclofen (compounded) 200 mcg/ml at an infusion rate of 4.754 mg/day.

Manufacturer narrative:
(B)(4).